Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed and a successful upload was received. High out of range shock impedance measurements were observed. The patient was referred to their clinic to further discuss findings. No adverse patient effects were reported.